Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Masimo initiated a recall for this issue and notified us FDA on 2/15/2024. The recall number is z-1538-2024. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-g turns off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
Other text: the returned rad-g was evaluated. The device was able to power on via battery and ac power, however, the power button was being activated even when not physically pressed. Shorting inside the on/off power button was creating an electrical short across the button which resulted in the power button issue. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the rad-g turns off by itself. No patient impact or consequences were reported.